Manufacturer narrative:
S/w 5.2a. Retainer ring=black. P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test and self test. Audio options screen was set to low and high volume and all volume settings functioning accordingly to settings. No volume anomalies noted during testing. No pump error 63 alarm noted during testing. However, on (B)(6) 2021 at 06:20:15 hour a pump error 63 was recorded. File number=2017 line number=147. Per r&d investigation pump error 63 was cause by twi interface on main/motor processor esf#(3926945). Problem isolated to electronic assemblies. Unit was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector were plugged in properly. No moisture damage noted during visual inspection. Unit received with cracked case(battery tube) and cracked battery tube threads. In conclusion customer conclusion is confirm during download history review. Problem isolated to electronic assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump error alarm. The customer stated they were able to clear the alarm they receive request to rewind the insulin pump and able to complete. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.